Event description:
The customer reported that a patient suffered a mild corneal burn during cataract surgery. The corneal burn was noticed after surgery. It was reported during a post operative outpatient visit that the patient's symptoms were improving. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).